Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 during use during initial drain . The registered nurse(rn) stated that the home patient (hp) was not connected when the alarm went off and the hp connected after the alarm and pressed "go". The baxter technical representative (tsr) explained the alarm and cycle power. The hc alarmed se 2367. The tsr assisted to end therapy. The tsr advised to start over therapy with all new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was confirmed. As per the complaint, the patient pressed "go" prior to connecting himself and then connected to the homechoice, which is a use error that can cause system error 2240 alarms . The cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Lot number was known and a batch review was conducted. No issues were found related to the reported condition during the manufacture of the lot.